Event description:
A malfunction was reported, identified by the malfunction code "malf 0", with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Customer decided to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support agreed to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode and return it.